Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had high capture thresholds. The patient was asymptomatic. A revision procedure took place on (B)(6) 2021 and the physician elected to keep the rv lead in place. The patient was stable throughout the procedure.